Event description:
Pt admitted for removal and replacement of ruptured breast implants. Pathology reported right breast implant grossly ruptured and left breast implant intact. The right breast implant imprint was dow corning 440cc m. The left breast implant imprint was dow corning 390cc. The original breast implants were placed 19 years ago (1982). Pt requested to have breast implants released to them following pathological exam.